Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) reported feeling symptoms of lightheadedness with shortness of breath. During a follow-up device check, sensor optimization was performed. During the device check, the patient asked the field representative for an explanation on how the accelerometer worked. While the field representative was explaining this, a shock was delivered to the patient after being inadvertently induced via commanded shock through the programmer. The field representative asked the patient how she was feeling after the shock. She indicated that she felt better after receiving the shock. Subsequently, the patient was sent on a hall walk to assess how she was doing following sensor optimization. Other than some shortness of breath, the patient seemed to be doing well. There were no immediate adverse events following this incident. Vital signs were taken and they were within normal limits. The field representative reported the inadvertent commanded shock to the physician. The patient informed her primary care physician later that she was upset about the incident. Approximately one year later, the patient notified boston scientific that due to the incident that occurred in (B)(6) 2017, she has had several medical visits for treatment. She asserts that she has suffered both physically and psychologically and had to attend treatment for diagnosed post-traumatic stress disorder. She also asserts that she has suffered through secondary physical complications as a result of medications taken and emotional stress, and was unable to perform daily activities.